Event description:
A patient, that was being cared for at home, was connected to a plv-100 ventilator with a h-36 reservoir in-line to deliver supplemental oxygen at a rate of 1.5 1pm. The h-36 allegedly stopped delivering flow for unknown reason. The patient's sp02 level dropped to 87%. The patient was hospitalized to recover from the incident.